Event description:
It is reported that the device was implanted in 2004, and revised in 2006, due to possible osteolysis.

Manufacturer narrative:
H3: evaluation summary: cause cannot be definitively determined. H6: evaluation: no product was returned for evaluation. Device history records indicate that the device was manufactured and packaged to specification.